Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while they were sleeping. The patient was brought back in for testing and review of their device data noted oversensing of sense b node noise. An x-ray of the system taken did not show any abnormalities. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while they were sleeping. The patient was brought back in for testing and review of their device data noted oversensing of sense b node noise. An x-ray of the system taken did not show any abnormalities. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.